Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer hub is confirmed; however, the exact cause is unknown. One photograph of a 20 g powerloc winged infusion set was returned for evaluation. An initial visual observation of the photograph showed the luer hub of the infusion set was completely detached from the extension tubing. The proximal end of the extension tubing appeared to be flat and straight without any obvious rough edges or plastic deformation. No blood residue was observed on the sample in the returned photograph. While the luer hub of the sample in the returned photograph was found to be completely detached, it was not possible to determine the cause of this failure from the returned photograph. Possible causes include sharp instrument damage, over-stretch, and insufficient adhesive; however, the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use from the returned photograph. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after inserted, the infusion set was connected to the heparin cap. When securing the extension tubing, the extension tubing was detached from the distal end completely. The device was discarded and replaced with a new one.

Event description:
It was reported that after inserted, the infusion set was connected to the heparin cap. When securing the extension tubing, the extension tubing was detached from the distal end completely. The device was discarded and replaced with a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A silicone injection cap was attached to the luer adapter. The luer adapter was fully detached from the extension tubing. The extension tubing was discolored at the proximal end. Microscopic inspection of the luer and tubing confirmed that the tubing was fully detached from the luer adapter and was intact. Inspection of both components using an ultraviolet light revealed adhesive residue on the tubing exterior and in the luer adapter. The adhesive residue appeared complete and suggested that adhesive was properly applied during device assembly. It appeared that environmental factors, such as chemical exposure, may have affected the adhesive bond; however, it could not be determined what factors caused the observed detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that after inserted, the infusion set was connected to the heparin cap. When securing the extension tubing, the extension tubing was detached from the distal end completely. The device was discarded and replaced with a new one.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfrf916 showed no other similar product complaint(s) from this lot number.